Event description:
In 2009, pt reported that her beep volume had gotten softer recently resulting in a high blood glucose reading. Pt stated she reconnected to the infusion device after her shower two days prior, but forgot to put the infusion device in run mode. She stated, she woke up the next day, with a blood glucose almost to 400 mg/dl. Pt reported she usually hears the infusion device beep even when she sleeps, but this time she could not hear the beeps at all. She stated, she noticed the beeps were more faint than normal. Pt reported she was able to return her blood glucose to its target range later that day. Had pt increase the beep volume on the infusion device to maximum and verify that the alarm signals were set to beep and vibrate. Pt stated, the beep volume was a little louder than before but not by much. Educated her on the proper batteries to use in the infusion device. Pt reported she would replace the battery and place it in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On call back eight days later, pt reported she changed the battery and it does sound a little bit louder now. She said, she won't know for sure until the infusion device alarms in the middle of the night. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.